Manufacturer narrative:
(B)(4). The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation are inconclusive because the aso was not returned for evaluation. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.

Event description:
A 30mm amplatzer septal occluder (aso) was implanted in this patient with a post-infarct muscular ventricular septal defect (vsd) measuring 30mm. The aso was released and embolized to the pulmonary artery 10 minutes later. The patient was sent to surgery where the aso was explanted and the defect was surgically repaired. The aso was attempted as the defect was too large for the vsd occluder.